Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed and it was unknown whether the customer had been using the insulin pump with in 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use if the device. The customer will discontinue the use of the pump. Mmt-1715k was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. No pump error 43 alarms were noted during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed 12 pump error 43 alarms on the event date of 05-aug-2024 at 05:19:11.000 to 09:09:15.000 due to a possible motor anomaly. Pump was cut open to perform visual inspection and found moisture damage on the motor home switch. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, broken belt clip rails, pillowing keypad overlay, keypad overlay texture damage, label damage, end cap address label missing, missing display window/cover, and cracked retainer. Pump error 43 was confirmed in the pump history files and traces due to moisture damage on the motor home switch. Retainer ring damage was confirmed during visual inspection. Moisture damage was confirmed found on the motor home switch and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.